Event description:
Caller reported that pump would not turn off during an attempt to reset a malfunction issue. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, including removing the pump case and trying different cables and adapters, but issues persisted. Consequently, technical support decided to replace the pump. The customer was informed about the replacement pump's software update and instructed on procedures for returning the faulty pump. The customer was also advised to program settings into the new pump and connect their continuous glucose monitor.